Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator stopped cycling. The patient was transferred to another ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.